Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3-4 functional mitral regurgitation (mr) and small atrium for a mitraclip procedure. During the procedure, trajectory was verified. Clockwise clip delivery system rotation resulted in inadvertent left ventricular entry, leading to interaction with posterior mitral leaflet. Ultrasound misidentified location as left atrium, leading to premature clip closure. Counterclockwise steerable guide catheter(sgc) handle rotation for anterior repositioning resulted in posterior leaflet chordal injury and deviation. Minimal mr in deviated area was observed. The mitraclip successfully grasped at anterior and posterior leaflet 2 (a2p2), reducing mr to grade 1. There was no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported unintended movement of sleeve steering issues appears to be related to procedural conditions. The reported difficult or delayed positioning appears to be a cascading event of the unintended movement. The reported tissue injury appears to be a cascading event of the unintended movement. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3-4 functional mitral regurgitation (mr) and small atrium for a mitraclip procedure. During the procedure, trajectory was verified. Clockwise clip delivery system rotation resulted in inadvertent left ventricular entry, leading to interaction with posterior mitral leaflet. Ultrasound misidentified location as left atrium, leading to premature clip closure. Counterclockwise steerable guide catheter(sgc) handle rotation for anterior repositioning resulted in posterior leaflet chordal injury and deviation. Minimal mr in deviated area was observed. The mitraclip successfully grasped at anterior and posterior leaflet 2 (a2p2), reducing mr to grade 1. There was no clinically significant delay reported. No additional information was provided.